Event description:
It was reported by the affiliate that during a gastrectomy the device jammed. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
(B)(4). Damaged jaws. Evaluation summary: the analysis results found that the er420 instrument was returned with the jaws over twisted. The instrument was cycled and ejected the remaining clips due to the condition of the jaws. However, no jamming issues were noted during analysis. The instrument locked out as intended. An investigation has been initiated to address the root cause of the ejected clips issue. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.